Event description:
It was reported that during a mandibular osteotomy procedure, the blade broke from the shaft where it was welded together. It was also reported that the broken portion was removed from the surgical site using a forceps and the doctor has no concerns about pieces being left behind. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The device subject to MDR was not returned to manufacturer as yet. Lot number information has not been provided to permit further investigation.